Event description:
It was reported that two weeks ago the patient fell and hit her head. Following the fall, the patient had some intermittent therapy and more tremor. Impedances were within normal limits and palpation and positional changes did not change the therapy. It was noted that there was no lead or extension migration. It was later reported that the patient would have a battery replacement in "5-6". It was unclear what unit of time was meant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery was nearing end-of-life. No malfunctions were seen. The battery was replaced and it was reported that following the replacement the patient was doing well.

Manufacturer narrative:
Product ID: 3387-40, lot# v005849, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).